Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without such evidence to examine, the customer''s complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed. H3 other text : placeholder

Event description:
4 fr PICC catheter with rupture, leading to medication leak.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.